Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed six month preventive maintenance. The cse also performed the ring test and wash station aspiration rinse and found that the ring test failed. During a follow-up visit, the cse realigned the sample probe to the ring and reran the ring test, which passed. The cse replaced the cuvette bin ionizer as it was dirty. A siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that the preventive maintenance procedure includes a comprehensive system check. Additionally, several parts (waste and wash pump segments, the aspirate probe waste tubing and the aspirate probe tubings) were replaced as part of preventive maintenance. The hsc specialist concluded that parts replaced could have contributed to the cause of the event. The cause of the discordant, falsely elevated thcg results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated total human chorionic gonadotropin (thcg) results were obtained on patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated thcg results.